Event description:
It was reported, the patient suffered a severe bleed in the frontal lobe that basically ¿turned them into a child and they had to spend time in rehabilitation.¿ it was noted ¿time had healed some but the permanent damage had caused many more difficulties as the parkinson¿s progressed.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3387s-40 lot# v640229, implanted: 2011 (B)(6); product type lead product ID 3387s-40 lot# v640229, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40 lot# v640229, implanted: 2011 (B)(6); product type lead product ID 3387s-40 lot# v640229, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported device reprogramming was directed by the patient's healthcare professional (hcp) because the patient had "lots of problems" with deep brain stimulation (dbs). It was noted "it's 'maddening' that happened to him" and "he's not himself" and "you've seen one flew over the cuckoos nest? There you go". The "patient used to be a doctor of psychology and now since dbs surgery he thinks he's a 'kid' and acts like one." The problems occurred at time of implant procedure. The patient's previous hcp believed the patient would get better but the patient never did. The patient met with new managing hcp the day of the report and was going to try new programming. The patient lost the programmer and a replacement device was ordered.